Event description:
Additional information was received that treatment was not provided or planned because the risk of coronary obstruction was too high. The patient was receiving palliative care instead. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 5 years, 6 months, and 1 week following the implant of this transcatheter bioprosthetic valve, severe valve stenosis was noted in addition to an elevated mean gradient of 54 mm hg, a maximum aortic velocity of 4.5 m/s, pericardial effusion, at least moderate central aortic regurgitation, trace posterior paravalvular leak, moderate mitral regurgitation, and trace to mild tricuspid regurgitation. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.